Manufacturer narrative:
Manufacturer device history records reviewed. Review of the handheld and its components device history records confirmed all quality specifications were passed prior to distribution.

Manufacturer narrative:
Device available for evaluation, corrected data: the supplemental report #2 inadvertently did not complete this field. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld power adaptor and serial cable were reportedly discarded. Therefore, analysis is unable to be performed.

Event description:
It was reported that the physician¿s handheld device was not holding a charge and showed a low battery condition no matter how long it charged. Initial troubleshooting indicated the issue resolved by replacing the power adaptor; however, follow-up revealed that the issue continued to occur intermittently despite using a new power adaptor. The handheld device, power adaptor, and serial cable have not been returned to date.

Event description:
An analysis was performed on the returned serial cable. No anomalies associated with the ac adapter were identified during the analysis. During the analysis, it was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown, but is most likely associated with mechanical stress. The second serial cable and power supply cable confirmed the same failure and will be reported in manufacturer report #: 1644487-2014-02568. It was identified that the second set of returned serial cable and power supply cable was associated with that report #.

Event description:
Two handheld power cables and two serial adapter cables were received by the manufacturer for analysis. However, analysis has not been completed to date. The product return form reported the reason for return of these products was due to "malfunction."